Manufacturer narrative:
Analysis on the log files revealed a defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 was experiencing error code 271 which indicate no flow of oxygen is going to the ventilator. It was then followed by error code 388 which indicate that the ventilator is unable to dose oxygen during use on a patient. The healthcare facility transferred the patient to a backup device.. There were no patient injuries or harm reported.